Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently received an inappropriate shock and anti-tachycardia pacing (atp) for a normal sinus rhythm. Boston scientific technical services (ts) was contacted for review, and it was discussed that the patient initially was in ventricular tachycardia (vt) which fell into the programmed ventricular fibrillation (vf) zone and then atp was delivered. This slowed the vt and resulted in a shock being diverted. However, the arrhythmia persisted and self-accelerated back into the therapy zone. The device began charging, and the vt self-terminated, but the shock was unable to be diverted again, and thus, the inappropriate shock was delivered. Ts provided potential programming options to prevent further vt sensing in the vf zone. At this time, the ICD remains implanted and in-service. No additional adverse patient effects were reported.